Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert for noise. Lead damage was suspected. No intervention has been done, as patient does not want a revision procedure.